Manufacturer narrative:
Radiographs were provided to confirm the event. The implant remains in the patient. There are no plans for revision surgery. The identifying lot number was not provided; therefore, a review of the device history records could not be performed. The root cause could not be determined at this time. If additional information is received, a supplemental report will be submitted.

Event description:
At the 6-week postoperative visit, a radiograph revealed a screw backout.